Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false tachycardia episode. It was further reported that the device experienced undersensing, oversensing and electromagnetic interference/noise . It was noted that the patient was undergoing an magnetic resonance imaging (MRI) procedure at the time of the event. The device remains in use. No patient complications have been reported as a result of this event.